Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿level at the time of the incident was¿486¿mg/dl which was treated with bolus using insulin pump. The lip ring of the insulin pump had damaged. Customer had been using¿insulin¿pump¿system within¿48¿hours of reported¿high¿blood¿glucose¿event. The auto mode was not active at the time of incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.